Event description:
Patient reported the upper aligner cuts their inner lip. Patient has tried filing down the edges but did not help. Provided patient with hh tips, they are to provide an updated photo so a review can be done.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.